Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device had error b30 due to fluid invasion and corrosion inside the connector however, the cause of the leakage could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had a scope communication error code when plugged in. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had a scope communication error code when plugged in. There were no reports of patient harm.